Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 520mg/dl. Reportedly, the customer was not monitoring bg levels due to not having readings from a non-tandem sensor. Bg was addressed via a manual injection and a correction bolus. The customer was instructed to consult with the healthcare provider regarding bg level.

Event description:
Additionally, the customer experienced moderate ketones.